Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a procedure, a versacross connect for faradrive kit was selected for use. The patient had complex anatomy so the physician stated that maneuvering all sheaths and catheters was more challenging but no instance in particular was of note. After 60 minutes of procedure, the physician had completed a cavotricuspid isthmus (cti) radio frequency (rf) ablation line using the faradrive sheath and the stablepoint catheter. Then, the physician gained transseptal puncture (tsp) access with the faradrive sheath and versacross rf wire. Once tsp was performed, the physician introduced the intellamap orion catheter into the left atrium (la). Once the premap was nearing completion the patient's blood pressure dropped, and the physician observed a small effusion using intracardiac echography (ice). The procedure was stopped, and the physician performed a pericardiocentesis to drain the blood. The patient is expected to make a full recovery. None of the device are expected to be returned as they were disposed. The device is not expected to be returned for analysis (disposed). The versacross devices were removed from the patient at the time of the complications. In the physician's opinion, the patient's anatomy was challenging so although the products used in the case could have potentially contributed, it was most likely not a product issue that caused the complication. No other issues were reported.